Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800 mg/dl. The cause of elevated bg was unknown. Reportedly, the customer had a previously scheduled surgery and was headed to the hospital prior to experiencing a high bg; however, customer was additionally treated at the hospital for the high bg. Bg was treated with intravenous insulin, and saline. Customer declined to provide reason for surgery, or if surgery was related to diabetes or pump and related supplies. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.